Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified white foreign material in the air/water cylinder and air/water channel could not be determined since it is unknown whether there was a deviation from instructions for use in reprocessing steps and no physical damage was found at the location where foreign material remained. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use: instructions for use states the detection method in "cf-h185l/I operation manual chapter 3 preparation and inspection". Instructions for use states the preventive measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope air/water cylinder and air/water tubes had white foreign material inside the tubes. There were no reports of patient harm.